Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0294457 device expiration date : 12/31/2025 device manufacture date : 10/20/2020 lot # : unknown device expiration date : unknown. Device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st. Related complaint for difficult or unable to operate on lot # 0294457. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. No review of the complaint lot history check for difficult or unable to operate was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot # 0294457 concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were difficult to operate. The following information was provided by the initial reporter : the consumer reported 2nd gen pen needles difficult to press insulin through them. Date of event : (B)(6) 2021. Sample status : discarded.